Event description:
Employee was prepping surgical field for impending open orthopedic procedure. Just after putting a sterile light cover on the chromophare lamp handle, the entire lamp and attached articulating arm fell from the ceiling mounted suspension system. Employee successfully deflected the falling lamp from the pt's prepped leg, but the lamp struck the employee in the face, right cheek bone, then fell further and struck the employee's right shin. The lamp and arm weigh approx 35 lbs. Upon review, a small screw which secures a plastic cylinder covering the locking pin had backed out and was missing. The missing screw allowed a small window in the cylinder to rotate to a position aligned with the locking pin. The cylinder, in addition to rotating, then popped up and revealed the locking pin, which fell out of the suspension system and allowed the lamp to free fall. All similar mounting systems checked, screws retightened with loktite.